Event description:
Procedure type: lap colon. According to the reporter: devices used during procedure exhibited jamming. The needle locked in the device multiple times, and toggling became impossible. On one instrument the black buttons fell off the instrument when the surgical tech attempted to load it. A fourth device was used which worked properly. Component did not disengage into cavity and there was no tissue damage and no additional bleeding. Or time was extended over 30 mins.